Manufacturer narrative:
The fill patient identifier is (B)(6). Two patients are included in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg ii reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration, quality control and carryover test were passing within specifications at the time of the event. Sars-cov-2 is an enveloped non-segmented positive-sense rna virus. It has several structural proteins including spike (s), envelope (e), membrane (m) and nucleocapsid (n). The spike protein (s) contains a receptor binding domain (rbd) which is responsible for recognizing the cell surface receptor, angiotensin converting enzyme-2 (ace2). It is found that the rbd of the sars-cov-2 s protein strongly interacts with the human ace2 receptor leading to endocytosis into the host cells and viral replication. The access assay detect antibodies directed against the spike protein, which are more likely to neutralize the virus. The diasorin and abbott quantitative assays also target the antibodies anti-spike protein. Per the sars-cov-2 igg ii instructions for use the concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods and reagent specificity. Values obtained with different assay methods should not be used interchangeably. No manufacturer guarantees both a specificity and sensitivity of 100%. Differences in each individual assay are expected. The overall clinical specificity of the access sars-cov-2 igg ii assay is 99.9% while the sensitivity varies depending on the days between symptom onset and the blood sample draw. Sensitivity and specificity exist in a state of balance. Discordant non-reactive results are not unexpected. A decline in the antibody response over time may explain some non-reactive results obtained. However, without symptom, pcr or antigenic test date, this cannot be evaluated. In conclusion, the cause of this event cannot be determined with the available information. There is malfunction as original result is discordant with 2 or more replicate measurements of the same specimen on other devices.

Event description:
On (B)(6) 2021 the customer reported discordant non-reactive sars-cov-2 igg ii (access sars-cov-2 igg ii assay, part number c69057, lot number 922896) results were generated for seven patients on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4)). Discordant reactive results were obtained with the abbott architect igg quantitative assay. Six of the samples also generated non-reactive results with the access sars-cov-2 igg assay (one sample could not be tested). Those six samples were tested with the diasorin sars-cov-2 igg quantitative assay: two of the samples generated reactive results. One sample generated an equivocal result. Three of the samples generated non-reactive results, concordant with the access results. The patients declared to have been infected by covid-19 in the past. However, no information about symptoms, date, pcr or antigenic test could be provided. Two (2) medwatch reports will be generated. This report addresses patients one and six results. For those two samples, the access sars-cov-2 igg ii results were discordant with the abbott architect igg and the diasorin sars-cov-2 igg quantitative assays. Refer to relevant tests/laboratory data section. Medwatch number 2122870-2021-00024 will address patients two, three, four, five and seven for which the access sars-cov-2 igg ii results were discordant with the abbott architect igg assay but were not discordant with the diasorin sars-cov-2 igg quantitative assay. No affect to patients or end-users has been reported in connection with this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 18feb2021. Calibration passed on 15feb2021 with reagent lot 922896 and calibrator lot 922915. Quality control (qc) was passing within the laboratorys established ranges. Carryover test passed on 25feb2021. There were no issues with sample integrity reported by the customer. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer.